Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202441487, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
Fill volume: 300 ml , flow rate: 100ml/hr , procedure: unknown , cathplace: unknown, start time: (B)(6) 2017 at 08:05 am, stop time: (B)(6) 2017 at 10:10 am. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2018-00029 for the second event. It was reported the infusion was shorter than expected. The total volume of drug administration has infused in less than 2-hours instead of 3-hours. Additional information received stated 13-feb-2018 stated the catheter was located on the patient¿s forearm for a peripheral intravenous (IV) access. The pump was carried below the catheter. The pump was filled at the patient's home. The syringe was manipulated by the nurse at patient¿s home.

Manufacturer narrative:
Event: start time: (B)(6) 2017 at 08:05 am. All information reasonably known as of 30-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Start time: (B)(6) 2017 at 08:05 am the incident itself occurred with only one pump used to only one patient. The fast flow incident happened with one unit. The device was disposed of by the nurse.